Event description:
The foam tip plunger overrode the competitor's lens upon insertion and tore off one of the haptics. The cause of the event was the foam tip plunger. The lens was removed and exchanged without incident. The patient's postoperative bcva was 20/20 and the prognosis is excellent.